Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing across the lung in a lap vats (video assisted thoracic surgery) wedge resection, the surgeon had fired the device twice without issue but on the third firing, the device would not close so it would not fire. The surgeon also was not able to press the green button and was not able to squeeze the handle. The surgeon used another device to complete the surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia* 60mm articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.